Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui, urethral relaxation and cystocele. It was reported that following insertion the patient experienced pain, infection, and urinary problems. It was reported that patient underwent mesh removal on (B)(6) 2006 due to infections and inability to void without catheter. It was reported that patient underwent revision of the anterior repair with clipping of the sling on (B)(6) 2006 due to urinary retention following sling. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.